Event description:
On post-operative day #8, status post exploratory laparotomy, pt's drain was being removed when it broke at the junction of the tubing and the drain. The tubing cameout but the drain remained in the pt's pelvis. Had the pt not expired from terminal ovarian cancer surgical intervention would have been necessary to remove the drain because it could have caused perforations and/or sepsis.